Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer indicated upon inserting the tampon she found a piece of metal pushed into her vagina. Consumer went to urgent care and the physician removed a silver piece of metal from her labia. The pinching pain resolved after the metal was removed. She is not experiencing any other symptoms.